Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:  3006705815-2022-13981. It was reported that after a surgery in the month of (B)(6) 2021 one of the leads migrated. As a result, surgical intervention may be undertaken in the future. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.